Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, this right ventricular (rv) lead noted loss of capture. While high threshold measurements were also noted, no abnormal impedance or amplitude measurements were reported. X-ray was performed, but no evidence of lead dislodgement was noted. The output was reprogrammed until further investigation could be performed. The next day, rv lead dislodgement was confirmed through x-ray. As a result, the rv lead successfully repositioned. No additional adverse patient effects were reported.